Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had calibration not accepted and sensor anomaly. Customer's blood glucose was 130 mg/dl. The customer was advised that the possible sensor damaged occurred. The customer was advised to remove sensor out and cannula status was partial missed. It explained to the customer that needle hub might be extracted partially sensor cannula as well. The customer was advised that we will replaced sensor and agreed to return used sensor.